Manufacturer narrative:
The physician planned to continue monitoring the device and lead for this issue. Technical services discussed that they would continue to see red alerts in latitude and that the impedance issue could be due to a loose connection or a possible lead fracture. Additional information was received that the patient continues to hear beeping tones and believes it is from his device. The clinician did not hear tones. Technical services discussed that the patient may be near a magnet at home, or the tones could be something in the patient's environment. The field representative confirmed that lead daily measurements were turned off, and that the patient hears the tones in the middle of the night and now wonders if it could be the communicator. Latitude patient services discussed that this communicator model did not make sounds, so it should not be the cause of tones. It was noted that the patient did not have an explanted device at home. The field representative planned to work with the clinic and patient on investigating the tones. The device remains in service without further complication.

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) reported hearing tones from his device. The field representative wanted to demonstrate tones, and questioned whether out of range lead measurements would cause the device to beep. Multiple atrial pacing impedance measurements were >2000 ohms. A red alert had been issued in latitude for this issue. Technical services discussed that the device would not beep for out of range measurements, and that a magnet could be applied to the device to demonstrate tones. It was recommended to have the patient keep a log of when and where he hears the tones, to determine if the are caused by something in his environment. No noise was produced on the atrial lead with pocket manipulation.